Manufacturer narrative:
Concomitant medical products: product ID tm90g0 lot# serial# (B)(4) product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a month ago the patient noticed they had been experiencing urinating issues. Patient said they noticed urination had been more frequent. Patient went to their gynecologist today and they were asked to go to the bathroom to empty their bladder but when they came back the doctor said the patient's bladder was full. Patient said they had an ovarian cyst and said you can have more frequent urinating but said their doctor told the patient they shouldn't have a full bladder 2-5 minutes after you empty your bladder. The reason for call was patient was trying to connect external devices to ins and called patient services because they were incurring a password. It was determined on the call that the patient was trying to use the clinician app. Reviewed therapy applications with patient and they confirmed understanding. Patient said their communicator would not power on. Patient said they've had it charging for 20 minutes and confirmed they saw the charging battery light lit. Patient said when they unplugged the communicator, there was no battery light lit and they could not power on. Patient said they just noticed the communicator would not power on today. An email was sent to the repair department.